Event description:
A customer reported experiencing a past event of low blood glucose over several days. The lowest reported level was displayed as "low," but specific values were not provided. Cause was not known. The customer managed the situation by drinking juice. Tandem technical support confirmed the upload of pump data and advised the customer to consult a healthcare professional to discuss factors affecting blood glucose levels.